Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (1000 mcg/ml at 407.8 mcg/day) via an implantable pump. It was reported that during a routine refill, the pump indicated two motor stops (stalls) had occurred. These were not noticed by the pump operator. It was indicated that the patient stated that they did not have an MRI (magnetic resonance imagine) regarding the motor stalls. As per the pump's log, the following occurred: (B)(6) 2025 13:32 - critical alarm regarding motor stall, (B)(6) 2025 16:40 - motor stall recovery, (B)(6) 2025 23:22 - critical alarm regarding motor stall, and (B)(6) 2025 23:35 - motor stall recovery. No problems were reported. The patient was without injury regarding their status as of (B)(6) 2025. No surgical intervention was planned. The issue was resolved as of (B)(6) 2025. The patient's medical history was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. It was indicated that according to the patient there was no reason for the engine stop. It was further noted that there was also no further information from the nurse. The problem was noticed during a routine refill as the pump indicated this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The implant date of the pump was (B)(6) 2020.